Manufacturer narrative:
The hba1c reagent lot number was 78283601, with an expiration date of 30-jun-2025. The calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, sample short, abnormal liquid level, and abnormal aspiration errors were observed. These errors are indicators of possible poor sample quality. Other alarms observed were: wash solution below warning level, wash solution short, photometric reagent shortage, photometric reagent below warning level, reagent below warning level, cell cleaner short, and calibration error. The field service engineer determined there was a failure of the rinse mechanism vacuum line. The engineer clipped and reattached tubing to the vacuum vessel. Precision studies were performed and recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 303 analytical unit. The customer stated they were having issues with quality control recovery for hba1c. They performed maintenance on the probes and then ran controls again. Controls were acceptable. The customer proceeded to run patient samples and began observing high patient results. These samples were repeated and the repeat results were lower. The repeat values were deemed correct. The first sample initially resulted in an hba1c value of 15.5 % and it repeated as 6.77 %. The second sample initially resulted in an hba1c value of 27.4 % with a data flag and it repeated as 7.66 %. The third sample initially resulted in an hba1c value of approximately 10 % and it repeated as approximately 5 %. The fourth sample initially resulted in an hba1c value of approximately 12 % and it repeated as approximately 6 %.